Event description:
During a colonoscopy, random colon biopsies were obtained with the cook endoscopy captura serrated jumbo forceps with spike. The physician indicated there was concern regarding excessive pull on the tissue and incomplete cuts resulting in development of hematomas. The physician indicated "the pull on the tissue was such that the forcep pulled the mucosa all the way back to the endoscope channel, having me alter my approach on using these. Even so, the cut of the mucosa was incomplete. Notable hematoma formation. The pt presented to the ed because of excessive concerning bleeding. Not anemic followed clinically as an out pt. No transfusion required." The physician also described the forceps malfunction, defect or break as: "excessive grabbing and incomplete cutting of tissue for these cook serrated forceps, used in colon led to hematochezia and presentation to the ed." Notable hematoma formation occurred. The pt presented to the emergency department because of hematochezia, excessive bleeding that was of concern. The pt was followed in the outpatient area. The pt was not anemic and no transfusion was required. The info provided by the facility indicates the device did not cause or contribute to a death or serious injury but the device may have caused or contributed to a minor injury and a potential for harm. The pt did not require any additional procedures due to this occurrence. No section of the device remained inside the pt's body. When the pt's current condition was requested, the physician indicated there are no problems that they are aware of.

Manufacturer narrative:
The medwatch form generated by the user facility and submitted to FDA indicated this is a single-use device that was reprocessed and reused on a pt. We requested additional info in response to this info and received the following response: "the product was not reprocessed; this was noted on the form in error." Cook received a copy of the medsun medwatch form (3500a) completed by (B)(6) hospital on 04/26/2010. (B)(4). Cook endoscopy received a copy of this medwatch from FDA on 04/26/2010. This report was determined to be MDR reportable upon receiving the info from the initial reporter. Cook endoscopy requested authorization to participate in FDA's alternative summary reporting program on 02/09/2010. Because the due date of this MDR report fell between 01/01/2010 - 03/31/2010, the info was listed in cook endoscopy's draft alternative summary report to be submitted to FDA on 04/30/2010. On 04/01/2010, FDA was contacted by cook endoscopy to inquire as to the status of authorization to participate in the asr program. FDA contacted cook endoscopy on 04/05/2010 and informed us that our request to participate had been declined because the rate of these reports is below the minimum for participant consideration. Therefore, this report is being submitted on the individual medwatch form - 3500a. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The info provided regarding hematochezia was reviewed with clinical personnel. Hematochezia is bright red blood in the stool, usually from the rectum or colon. When blood in the stool is described as bright and red, this indicates the bleeding occurred recently and is likely from the colon or rectum. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated jumbo forceps with spike are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: the appropriate internal personnel have been informed of this type of occurrence and this was brought to the attention of the quality review board (qrb). No further action warranted at this time because the reported occurrence could not be verified and the report of bleeding represents a potential complication with this procedure. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.